Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2004. The patient has experienced erosion, shrinkage, and extrusion of mesh, causing urinary retention, persistent pain, dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent an obturator sling procedure to treat stress urinary incontinence on (B)(6) 2004. The patient underwent a mesh revision and removal surgery on (B)(6) 2005. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pelvic pain, infection with discharge, vaginal odor, fistulae and dyspareunia. It was reported that the patient underwent mesh revision on (B)(6) 2005. The patient underwent the treatment of a fistula and mesh trimming on (B)(6) 2006 due to erosion. No additional information was provided. (B)(4).